Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during implant attempt the physician was unable to extend the helix inside and outside of the patient. The lead was not implanted and another lead was implanted successfully. No patient complications were reported as a result of this event.